Event description:
Code blue was initiated and pt was hooked up to the AED. AED read asystole for first round of CPR. Then read vfib and pt was shocked. Viable sparks were seen from AED pad on left lower chest. New pads were replaced on pt and rhythm check performed. AED kept reading, "configuration lost." After attempting to troubleshoot, a new AED was obtained from another dept. Pt later expired but death was due to unrelated disease and not the AED.